Event description:
A site rep reported that the hospital lost power at the end of an ent case and the fusion navigation system froze. The site rep powered off the system and powered it back on successfully. The surgeon was wrapping up the case and no longer needed the fusion but would like this documented. There was no impact on pt outcome.

Manufacturer narrative:
Pt weight not provided by the site. Following the hospital power outage, a medtronic rep instructed the site to power down the system again and restart. The registration was retained and they were able to get to the navigate task successfully. Software investigation pending.